Manufacturer narrative:
There is no indication of a coil or system malfunction that could have contributed to the injury. The injuries, 3rd degree burns to the inside of each leg, below the knee, directly across from one another, are consistent with heating incidents caused by insufficient distance between body parts, a so-called skin-to-skin burn. Even though it was mentioned that padding was used to prevent this from occurring, legs were separated approximately 15 cm in the ankles and fixated by using the the sandbags, the burns on each leg were directly across one another. The dicom images provided also showed close contact between the legs and the picture provided of the injuries showed burn marks on the exactly same location on the opposite calf's.

Event description:
Philips received a report that a male patient got 3rd degree burns to the inside of each leg, below the knee, directly across from one another, during thighs examination using anterior coil.